Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system showed checksum error and would not boot up. The fse determined the cause of the problem to be the sram card was faulty. The fse replaced the sram card and verified system functionality. The application software resides on the sram card located in the on-board solid state drive. Failure of the sram card can cause to not boot up. Replacing the sram card resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.